Event description:
The lead and generator have been received by the manufacturer for product analysis. The generator underwent product analysis where diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that a system diagnostic test was run on this patient's device indicating high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The returned portion of the lead underwent product analysis and a lead fracture was observed near the electrode bifurcation of the quadfilar coil. Scanning electron microscopy was performed at the coil break which identified the area as being mechanically damaged with fine pitting and pitting on the coil surface. Scanning electron microscopy was also performed on the electrode side of the coil break which was also identified as being mechanically damaged with fine pitting, residual material and pitting on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification scanning electron microscopy analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. No other obvious anomalies were noted.

Event description:
It was reported that the patient's generator and lead have been replaced. The vns device has not been received by the manufacturer to date. No other relevant information has been received to date.